Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-july-2018 with the following findings: the battery compartment was confirmed to be cracked from the threads down to the case seal on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment crack. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.